Manufacturer narrative:
This device has a lot number 294374 as well as a serial number. Ac/417883, mar 25, 2022 , mar 1, 2022. This device has a lot number 294374 as well as a serial number. The device is returned and an evaluation completed for it. A testing of the device for microbes was not performed by olympus, therefore no results or confirmation of microbes presence is available at this time. The device was cleaned with matrix biofilm remover and soaked for an hour by olympus. The device was then reprocessed in an olympus reprocessor. Other observations for the device, not related to the event of microbe presence are: angulation is out of specification; distal end rubber coating (a-rubber) adhesive has a scratch; adhesive of the light guide (lg) lens and objective lens is worn; two distal end lenses are chipped; and there was no leak found. User¿s complaint of small leak at an angle is not confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer for this event, the sampling of the device taken after reprocessing tested positive for the presence of microbes (less than 10 cfu). There is no reported harm to any patient or anyone else. In addition, the device had a small leak at a particular angle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.